Manufacturer narrative:
Visual inspection performed by medacta knee r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone. The mat of the patella base is part of a second design (managed with mr 146-17) and already in force. With this modification the spike has been reinforced on the base adding bigger radius. Moreover, in order to prevent the risk of damage due to improper use, such as the removal of the patella clamp before the complete disengage of the base with spikes from the bone, a further change has been implemented with mr130-19 changing the angle of the spikes with significantly increasing of the resistance section.

Manufacturer narrative:
Batch review performed on 17 june 2019 resurfacing patella instrument set ref 11.00005, lot 187487: (B)(4) items manufactured and released on 26 october 2018. Expiration date: 2022-06-05. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold. As regards the mat25760 of the code 77.11.0606: (B)(4) items released on 19 june 2018, with 11 similar cases involving this lot. Preliminary investigation performed by r&d project manager: from the analysis of the picture of the complaint we can immagine that the instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
During the primary surgery, after the cementation, the surgeon removed the patella clamp, and discovered 3 out of 4 spikes of the base insert for the patella clamp were broken. The surgeon was able to retrieve the pins from the patient body.